Event description:
Customer reported that beginning on (B)(6) 2013, she noticed her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that at that time she began to experience symptoms described as heavy legs, swelling of her foot, and pain in her foot, side of (her) ribs, and stomach. On (B)(6) 2014, customer self-presented to a local healthcare facility where she was diagnosed with hyperglycemia and a "high uric acid" and a "gastric intestinal disorder". Customer was treated with tramadol 50 mg, indocin, toredol, alpurinol 40 mg. And metformin 1000 mg. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation utilizing retained test strips has determined the complaint is not confirmed. The meter powered on with both button press and test strip insertion. All pertinent information available to abbott diabetes care has been submitted.